Event description:
It was reported to the (B)(4) department that the external pulse generator experienced a blue screen and error after a case. The biomedical department will test the device and determine if it should be returned for service. There were not patient injuries or complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.